Event description:
It was reported, the video system center had no image. The issue occurred upon receipt. There were no reports of patient harm.

Manufacturer narrative:
A senior manager attended to address the no image error on the 190 and 180 scope errors on (B)(6) 2024. They observed the reprocessing process and found that when the scope was not connected, there were no color bars. The following steps were conducted moved sdi cable from out 2 to out 1, no color bars. Moved sdi cable from sdi in 2 to sdi in 1, and set input to sdi 1, no change. Ensured videoscope cable was not connected to cv-190. Powered off cv-190/clv-190. Removed digital light source cable on both ends, cleaned with canned air. Reconnected digital light source, powered on, no color bars . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.